Event description:
It was reported that cut tubing occurred with a bd phaseal secondary set (c62). The following information was provided by the initial reporter, "hospital pharmacy started to use c62 instead of c61 (complaints). Now this pcs showed from the box of c62. Not used and pharmacist have sent this pcs to me already. (Tubing was cut)." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: one sample and one photo was provided to our quality team for investigation. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. The final product for lot ta10414 is assembled and packaged at a supplier site. We provided the sample and photo to the supplier for evaluation and they were able to verify the product was outside the blister pack which resulted in improper sealing of the blister package and damage to the product. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. Through their investigation it was determined that this issue likely occurred as a result of improper placement of the device into the blister machine by the operator which resulted in the issue seen in the product reported. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cut tubing occurred with a bd phaseal secondary set (c62). The following information was provided by the initial reporter: "hospital pharmacy started to use c62 instead of c61 (complaints). Now this pcs showed from the box of c62. Not used and pharmacist have sent this pcs to me already. (Tubing was cut)." 2 occurrences were reported.